Manufacturer narrative:
Exact date unknown, event occurred some time in january of this year. Additional suspect medical device component involved in the event: product family: scs- linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7082970.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation due to lead migration. The patient underwent a lead replacement procedure. The explanted percutaneous lead will not be returned.